Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was hot to the touch after charging the pump. Reportedly, the issue was resolved by using an alternate adapter. There was no reported impact to customer's blood glucose related to the reported issue.